Event description:
It was reported that during a shoulder arthroscopy case, the patient developed edema in the chest, shoulder, and neck. The reporter stated that during the case the fluid in the joint became bloody as the surgeon was shaving and burring; the flush button was held down which helped with outflow. The case was continued with the pressure setting on high (100). The alarm sounded but stopped before it was checked. The case was completed. The patient was hospitalized overnight due to the edema. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Follow up with the reporter provided additional information that the patient was discharged 4 days after surgery and that the surgeon stated the patient is doing fine. Information regarding treatment/intervention administered for the event was requested but not provided. Patient's health history was requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. As reported, the most likely cause of the event was improper use of flushing/pressure settings during use. Incorrect pressure settings or inter-operative compromising of the joint capsule from other instrumentation could lead to such an event. In addition, the operative joint capsule may have already been compromised from prior (preoperative) injury or trauma. Improper equipment set-up may also lead to this type of event. Review of similar events reported to arthrex, where pump and tubing were returned for evaluation, indicate that or procedures related to the set-up of the device and tubing did not conform to instructions provided. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. On the package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.